Event description:
This MDR is a duplicate of 0001526350-2025-00092. The initial report was created in error and should be voided.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2025-00092. The initial report was created in error and should be voided. This MDR is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, g2, g3, g6, h1, h2, and h11.

Event description:
It was reported that during surgery the air dermatome would not connect to the dermatome hose. There was no patient harm/impact indicated. No report of procedural delay. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.